Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having a blank display on her insulin pump. She also reported that her batteries have a short life when using her insulin pump. The customer's blood glucose was unknown. The customer also declined to troubleshoot because she was at work. No additional information provided.